Manufacturer narrative:
The actual device was returned for evaluation.  Reliability engineering evaluated the device.  A functional assessment was performed and pre-repair testing observed that the device failed the temperature acceptance test in the elbow and base.  Therefore, the reported condition was confirmed.  The assignable root cause was determined to be normal wear over time.  If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during engineering evaluation the attachment device was tested and was found to "exceed the temperature acceptance test in the elbow and base." The event was not related to surgery. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.